Event description:
The patient's care provider reportedly observed an intermittent lock between the equipment and the cochlear implant. External equipment was exchanged. However, the problem was not resolved. The patient was seen by a company rep for device evaluation. Testing performed confirmed that the device was no longer functioning. Surgery to explant the patient's device was scheduled.